Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. This is one of two devices associated with the reported event but the manufacturing number of the related report is not yet available.

Event description:
Customer reports balloon rupture on a focal calcified lesion in the mid sfa with a 5mm22cm 135 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter) and a 6 x 200 mm saber pta catheter which ruptured at 5 atmospheres (atm). The first balloon was inflated once and did not reach nominal pressure before it ruptured. The patient was treated with other pta unsuccessfully (they all ruptured on the same lesion). The third balloon was a 5 x 200 mm boston scientific charger .035 pta balloon. A stent was placed successfully and post-dilated successfully as well. The balloons were not saved and there was no patient injury. All failed devices were removed successfully without further incident. The powerflex balloon was prepped in accordance with the IFU and was removed successfully. There was no difficulty removing the powerflex pro and the saber products from the hoop, no difficulty removing the protective balloon covers and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The contrast media used was ge omnipaque at a 50:50 contrast to saline ratio. A boston scientific indeflator was used and was used successfully with other devices. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve and no resistance/friction while inserting the balloons through the guide catheter. There was no difficulty advancing the balloon catheters through the vessel, no difficulty crossing the lesion and the catheters were not ever in an acute bend. The powerflex balloon inflated half nominal and then ruptured on apparent calcium. The maximum inflation pressure was 4 (atm) for the powerflex. Leakage was also noted from the balloon. The balloons did not kink while being used. The saber inflated normally.

Manufacturer narrative:
Customer reports balloon rupture on a focal calcified lesion in the mid sfa with a 5x220mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter and a 6 x 200mm saber pta catheter which ruptured at five (5) atmospheres (atm). The first balloon was inflated once and did not reach nominal pressure before it ruptured. The patient was treated with other pta unsuccessfully (they all ruptured on the same lesion). The third balloon was a competitor 5x200mm pta balloon. A stent was placed successfully and post-dilated successfully as well. There was no patient injury. All failed devices were removed successfully without further incident. The powerflex balloon was prepped in accordance with the instructions for use (IFU) and was removed successfully. There was no difficulty removing the powerflex pro and the saber products from the hoop, no difficulty removing the protective balloon covers and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the products into the patient. The contrast media used was ge omnipaque at a 50:50 contrast to saline ratio. The indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloons through the rotating hemostatic valve and no resistance/friction while inserting the balloons through the guide catheter. There was no difficulty advancing the balloon catheters through the vessel, no difficulty crossing the lesion and the catheters were not ever in an acute bend. The powerflex balloon inflated half nominal and then ruptured on apparent calcium. The maximum inflation pressure was 4 atm for the powerflex. Leakage was also noted from the balloon. The balloons did not kink while being used. The saber inflated normally.the device was not returned for analysis. A device history record (DHR) review of lot 17713797 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿balloon burst - at/below rbp¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the bursts could not be determined. Based on the limited information available for review, vessel characteristics (focal calcified lesion) may have contributed to the reported event as calcification and resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.this is one of two events associated with the reported event that were submitted under manufacturing report numbers 9616099-2018-01771 and 9616099-2018-01773.